Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, unstable speed was noted. During ablation with the 2.25mm rotablator rotalink plus it was difficult to increase or stabilize the rotational speed of the burr. The physician also "heard a sound of gas leak from the device." The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was further reported that the severely calcified lesion was located in the mid left anterior descending (lad) artery. The speed issue occurred during the first ablation.

Manufacturer narrative:
(B)(4).